Event description:
A report was received that the patient was not getting coverage in her required pain areas due to lead migrated. The patient underwent a revision procedure wherein a lead was replaced. The patient was reportedly doing well postoperatively. No device malfunction was suspected.